Event description:
It was reported that the ventricular output connector on the external pulse generator was broken. The customer is expected to return the device to the maufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).